Event description:
Pt had been using "generic" test strips for an unknown period of time (possibly 2 months) and had been obtaining low blood sugar readings. On 8/5/95 pt admitted to ICU with diabetic ketoacidosis. Rptr tested her own blood with the generic strip and obtained a reading too low to register numerically. She then used another MFR's strip and obtained a reading of 119. Strips were subsequently pulled from pharmacy shelf and returned to MFR.